Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: south africa.

Event description:
It was reported that during surgery, the dermatome harvested an uneven skin graft. There was no patient harm. There was no medical intervention there was no surgical delay. Due diligence is complete; there is no additional information available.